Manufacturer narrative:
(B)(4).

Event description:
It was reported, the devices were explanted due to infection results on the same day as the last implant. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).